Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax of the thermocool® smart touch® sf uni-directional navigation catheter. It was initially reported by the customer that as soon as the pressed on the pedal for ablation, the information related to contact force disappears or becomes discordant (it changes from 15g to 80g for example). The issue was resolved by replacing the thermocool® smart touch® sf uni-directional navigation catheter. No patient consequence was reported. The customer¿s reported ¿force issue¿ is not MDR reportable since there is no risk to the patient as a result of the procedure delay due to switching out the catheter. On 4/23/2019, additional testing was performed including a scanning electron microscope (sem) analysis. The sem analysis showed "evidence of mechanical damage, stress marks and a hole on the pebax surface. It¿s possible that damage was caused by an unknown object. No other anomalies were observed.¿ the findings of a ¿hole¿ on the surface of the pebax has been assessed as an MDR reportable malfunction. Device evaluation details: the device evaluation was completed. The device was visually inspected and reddish material was observed inside the pebax, no internal parts exposed. The irrigation holes were observed occluded with an unknown material. Then, the magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Force feature was unable to performed since the catheter was observed occluded, however, no errors were observed during the carto test. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign material inside of dome is primarily composed of a biological- base material, presumably human tissue. Manufacturing team performed an investigation and the result showed that this issue is not related to the manufacture process. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the pebax surface. Is possible that damage was caused by an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint was not confirmed. The root cause of the damage on pebax and the biological material observed on the tip dome cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref #(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30104509l number, and no internal actions related to the reported complaint condition were identified. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax of the thermocool® smart touch® sf uni-directional navigation catheter. It was initially reported by the customer that as soon as the pressed on the pedal for ablation, the information related to contact force disappears or becomes discordant (it changes from 15g to 80g for example). The issue was resolved by replacing the thermocool® smart touch® sf uni-directional navigation catheter. No patient consequence was reported. The customer¿s reported ¿force issue¿ is not MDR reportable since there is no risk to the patient as a result of the procedure delay due to switching out the catheter. On 2/14/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified, ¿reddish material in pebax sleeve. No internal parts exposed.¿ this initial finding was assessed as not reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 4/23/2019, additional testing was performed including a scanning electron microscope (sem) analysis. The sem analysis showed "evidence of mechanical damage, stress marks and a hole on the pebax surface. It¿s possible that damage was caused by an unknown object. No other anomalies were observed.¿ the findings of a ¿hole¿ on the surface of the pebax has been assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 04/23/2019 and has reassessed this complaint as reportable.